Manufacturer narrative:
An investigation is currently underway. Upon completion, results will be forwarded.

Event description:
It was reported to tyco healthcare/kendall in 2004, that during laparoscopic surgery, a salem sump tube was inserted, but the stomach was not deflating. The pt was intubated with an endotracheal tube. The anesthesiologist removed the salem sump and discovered there was no distal eye. The anesthesiologist had to insert another tube.